Event description:
The customer's husband called to report that the customer experienced a low blood glucose of 19 mg/dl, and the paramedics were called. The caller stated that they could not bring her blood glucose levels past 30 mg/dl. The caller was driving at the time of the call, and was following the ambulance that was taking his wife to the hospital. The caller was not interested in troubleshooting, and only wanted the insulin pump replaced as he did not feel comfortable with his wife wearing it. The caller stated that she was pregnant, and needed a replacement right away. Advised the caller that arrangements would be made to have ain insulin pump flown to her as soon as possible. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.